Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer's blood glucose level was 190 mg/dl at the time of the incident. The customer reported the drive support cap appeared normal (slightly indented). The customer stated that the insulin pump was not exposed to a high magnetic field. The customer was able to complete pump rewind. The insulin pump alarm history indicated a previous motor position encoder error and more than one motor error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.